Event description:
Serious injury involving one person. Patient experienced discomfort, pain, swelling and tearing in right eye and went to the doctor on 8/15/98. Doctor diagnosed corneal ulcer and treated with occuflox. Lens model/water content: focus "visitint"/55%: eye involved: right eye 86/140/-0500: refraction: myopia; total duration of use (in months) wearing modality: 10 years; number days lens worn: removed daily; last visit to doctor prior to symptoms: 7/98; type lens care system used: chemical; disinfection system used: equate; homemade saline used: no; days lens worn between cleaning and disinfecting: 1; days between cleaning and symptoms: 1; days between symptoms and calling doctor: 2; self-treatment by patient: no; hand washing before lens manipulation: yes; ulcer location: 5 o'clock; visual acuity before symptoms: unk; visual acuity after symptoms: 20/20; results of culture: none taken; results of corneal biopsy and/or scrapings: none taken; diagnosis: infiltrate with pinpoint corneal epithelial defect; prognosis: clear.